Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the c-cover was burned. Based on the results of the investigation, the probable cause is a high-energy treatment device was used without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. This MDR was submitted during the system outage from july 22, 2026, to july 27, 2026, which may result in a delay of receipt of all of the acknowledgements.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service center found the c-cover was burned. There were no reports of patient involvement.